Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that in (B)(6) 2019, the patient started having "issues" with their ins. It was explained that they have been needing to charge every day otherwise they would get power on reset (por) messages. Around (B)(6) 2019, they were trying to recharge their ins but couldn't because they got a poor communication screen and saw a por screen with a numerical code of "40?" - they believe it was "409". It was confirmed that the patient had last charged probably a couple weeks prior to that. Patient services had the patient try the antenna locate (al) feature, and a power on reset (por) appeared. As a result of the por, the patient's therapy stopped. It was unknown if the por was related to an overdischarge event. The patient was able to start charging the ins and was able to get the ins charged up all the way, but they couldn't get the ins to turn on. They were redirected to the doctor. The patient met with their doctor on (B)(6) 2019, but the doctor was unable to determine what the cause of this issue was, so they provided the patient with the name and phone number a manufacturer representative (rep) to contact to schedule an appointment. The patient plans on scheduling the appointment with the rep after they get insurance approval for an injection because they are hoping to see the rep at that appointment. Follow up will be sent to the rep. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep, and information was confirmed with the doctor. They reported that the cause of the recurring pors was because the patient had not charged their device for a week or two. The rep could not recall specific codes that may have appeared on the por screens, but the device was fully functional after the ins was interrogated with the clinician programmer. Additionally, the patient contacted patient services and received a replacement programmer, after which the device has been functioning well. No further actions were taken since the device was functioning well after the interrogation and programmer replacement. Regarding why the patient was having to recharge every day, the rep responded stating that the device had been running for 3 weeks and the patient has not needed to recharge the ins during that time; it has been functioning fine since replacing the programmer. No further complications were reported or anticipated.